Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ischemic ventricular tacjhycardia (isvt)right ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade, cardiac arrest requiring surgical intervention and death. The patient suffered a pericardial effusion caused by a perforation which was caused by a steam pop. The caller stated that the physician stated that a steam pop had occurred and the patient's blood pressure dropped. The physician confirmed perforation was in the basal right ventricle near the tricuspid valve and a pericardial effusion via intracardiac echo using the soundstar catheter. The procedure was stopped and a pericardiocentesis was performed, about 450 ml of fluid were removed and tube was left in place. Pericardiocentesis needle clotted and the CT surgery team was called. The CT surgery team performed cardiopulmonary resuscitation (CPR), opened the patient's chest on the ep lab table, intracardiac CPR was performed, the tear caused by the perforation was repaired, and the patient was placed on cardiac bypass. The patient was then transferred out of the ep lab. The biosense webster inc. (Bwi) representative later followed up with a nurse on saturday (B)(6) 2021 where they were informed that the patient had expired on (B)(6) 2021. There was no sign of effusion present before the procedure. Max wattage used for ablation was 35 watts with irrigation flow set at 15 if above 30 watts. 7-8 lesions were done. No error messages were observed on biosense webster equipment during the procedure. Extended hospitalization was required as patient was admitted to cardiovascular surgery unit. Force visualization features used were visitag and force. Visitag module was used for parameters for stability used was surpoint. Color options were index value force time intervel (fti). No other filters were used.